Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: ddbb1d4 ICD; 6935m62 lead; 407652 lead implanted (B)(6) 2016.heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). Heartware ventricular assist system ¿ controller ac adapter, device evaluation anticipated, but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient double disconnected their controller ac adapter and battery from the controller, which caused a pump stop. It was noted the battery charge had run down until a ¿warning alarm¿ came on to change the battery. The patient connected two other batteries to the controller without any issues. The controller, controller ac adapter and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, one battery and one controller ac adapter with unknown serial number were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2018 at 22:45:51. The data point prior to the loss of power revealed that an active adapter was connected to power port one and a battery was connected to power port two with 49% relative state of charge (rsoc). The data point recorded after the loss of power revealed that two new batteries were then connected to power ports one and two. The controller was without power for 13 seconds. Review of the alarm log files revealed that no alarms related to the reported event were logged within the analyzed period. As a result, the reported "loss of power" event was confirmed. However, the reported "warning alarm" event could not be confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.